Manufacturer narrative:
Additional information received indicates that no "unexpected medical intervention" occurred and thus should not have been reported. An event of stuck guidewire in the delivery system was reported. The device was returned to abbott for analysis, and the investigation confirmed the stuck guidewire in the delivery system. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported event could not conclusively be determined. However, the reported stuck guidewire was determined to be a potential product quality issue. Therefore, exception (issue) 134376 has been initiated to further investigate this complaint. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices. Codes removed: health effect- impact code: 4641 unexpected medical intervention.

Event description:
It was reported that on (B)(6) 2025, a large flexnav delivery system (ds) was selected for use in an implant procedure. During the procedure, a pre-bav was performed using a 24mm non-abbott balloon. After this, a non-abbott guidewire and 18f external sheath were inserted. While the loaded ds was about to be placed over the guidewire, it was realized that the flexnav ds is only compatible with a 20f external sheath. Realizing the mistake, the ds was backed off of the wire. In the last couple of inches, the wire became stuck in the ds. It was decided to remove the ds and the wire together. A new large flexnav delivery system (ds) was used and the procedure was able to be completed without issue. The replacement ds and guidewire were removed together and when the scrub tech was removing non-abbott wire from device on the back table, the wire got stuck and started to fray. The healthcare provider doesn't believes the patient experienced any adverse health consequences due to the performance of the product. The patient is stable.

Event description:
It was reported that on (B)(6) 2025, a large flexnav delivery system (ds) was selected for use in an implant procedure. During the procedure, a pre-bav was performed using a 24mm non-abbott balloon. After this, a non-abbott guidewire and 18f external sheath were inserted. While the loaded ds was about to be placed over the guidewire, it was relized that the flexnav ds is only compatible with a 20f external sheath. Realizing the mistake, the ds was backed off of the wire. In the last couple of inches, the wire became stuck in the ds. It was decided to remove the ds and the wire together. A new large flexnav delivery system (ds) was used and the procedure was able to be completed without issue. The replacement ds and guidewire were removed together and when the scrub tech was removing non-abbott wire from device on the back table, the wire got stuck and started to fray. The healthcare provider doesn't believes the patient experienced any adverse health consequences due to the performance of the product. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information